Event description:
It was reported that the customer experienced intermittently low blood glucose (bg) level of 38 mg/dl. Low bg cause was not known. Customer required assistance from sister and the customers husband. Customer received a glucagon shot to address low bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.